Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file by remote service engineer(rse) showed that problem was sporadically observed and determined the malfunction in the flexvision pc. The fse replaced the flexvision pc and hdd. After replacement of flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the flexvision pc intermittently not boot. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the log files with the customer and confirmed the problem was observed occasionally. The rse preventatively ordered the customer a replacement computer and hard drive. A field service engineer will be sent onsite to further evaluate the system and replace the computer and hard drive. The investigation is ongoing. A follow up report will be submitted when further information is received.